Event description:
It was reported that the patient had her neurostimulator and extension explanted in 2010 due to infection. Only the deep brain stimulation lead remained under the scalp. The patient recovered without sequela.

Manufacturer narrative:
Extension model unknown, serial# unknown, implanted: unknown, explanted: unknown, lead model 3387-28, serial# unknown, implanted: 2005-(B)(6), explanted: 2011-(B)(6).